Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominal pain'), genital haemorrhage ('heavy bleeding') and bradycardia ('blood or heart disorder/condition: bradycardia') in a 25-year-old female patient who had essure (batch no. B93878-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pelvic pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ hormonal changes: periods were always long for weeks at a time"), mood swings ("mood swings") and emotional disorder ("emotional"). In september 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In may 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced syncope ("neurological conditions or problems: syncope"), 2 years 8 months after insertion of essure. In january 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In march 2017, the patient experienced bradycardia (seriousness criterion medically significant). In october 2017, the patient experienced allergy to metals ("nickel allergy"). In february 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), gastrointestinal pain ("lower gut pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, emotional disorder, vulvovaginal pain, gastrointestinal pain and abdominal pain was resolving, the genital haemorrhage and nausea had resolved and the bradycardia, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, irritable bowel syndrome, migraine, syncope, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, bradycardia, dyspareunia, emotional disorder, fatigue, gastrointestinal pain, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, syncope, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: pathology report preoperative diagnosis: pelvic pain, abnormal uterine bleeding. Gross description: the right fallopian tube segment measures approximately 7 cm in length, and the left fallopian tube segment measures 7.5 cm in length. Within the proximal portion of each fallopian tube embedded within dense fibrous tissue is a metallic-like coiled structure. Removing the right coil results in extensive stretching of the tubular structure to a length of approximately 18 cm. The device is intact. Removing the left essure device results in breakage of the specimen. The left essure device measures approximately 6 cm in length.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('abdominal pain'), bradycardia ('blood or heart disorder/condition: bradycardia') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. B93878) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included pelvic pain and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ hormonal changes: periods were always long for weeks at a time"), mood swings ("mood swings") and emotional disorder ("emotional"). In september 2014, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced syncope ("neurological conditions or problems: syncope"), 2 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced bradycardia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), gastrointestinal pain ("lower gut pain"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, emotional disorder, vulvovaginal pain, gastrointestinal pain and abdominal pain was resolving, the vaginal haemorrhage, menorrhagia, bradycardia, dyspareunia, fatigue, irritable bowel syndrome, migraine, syncope, allergy to metals and vaginal discharge outcome was unknown and the nausea and genital haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, bradycardia, dyspareunia, emotional disorder, fatigue, gastrointestinal pain, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, syncope, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: pathology report. Preoperative diagnosis: pelvic pain, abnormal uterine bleeding. Gross description: the right fallopian tube segment measures approximately 7 cm in length, and the left fallopian tube segment measures 7.5 cm in length. Within the proximal portion of each fallopian tube embedded within dense fibrous tissue is a metallic-like coiled structure. Removing the right coil results in extensive stretching of the tubular structure to a length of approximately 18 cm. The device is intact. Removing the left essure device results in breakage of the specimen. The left essure device measures approximately 6 cm in length.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- event ¿ injury¿ replaced with new events abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition: bradycardia, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: ibs, hormonal changes: periods were always long for weeks at a time, mood swings, emotional, migraines / headaches, nausea, neurological conditions or problems: syncope, nickel allergy, pain,vaginal discharge, heavy bleeding, abdominal pain, abdominal lower pain, vaginal pain. Outcome of events heavy bleeding , nausea fro unknown to recovered/resolved and events pain, hormonal changes from unknown to recovering/resolving were updated. Lot number and new reporters information were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.